Event description:
The end user was sitting on the seat of the wheelchair and fell when a wheel came off.

Manufacturer narrative:
The daughter-in-law stated that while sitting in the wheelchair at a dialysis clinic, the right front wheel broke, causing the end user to fall. She fractured her upper right arm when she fell. Her arm was placed in a splint and sling. The sample was returned and evaluated. The armrest assemblies were functional and the armrest pads were found to be extremely worn. Both brakes were tested and functioned as intended. The real wheel axles were slightly loose. The left front caster was fully functional and the right front caster rim was bent and fractured. No voids were identified at the location of fracture. No manufacturing defect was identified and a root cause has not been determined.